Event description:
Additional information was received indicating provocative testing was performed, no anomalies were observed. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2023-18840. It was reported, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Technical support was contacted and provocative testing was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.